Event description:
It was reported that the lens was explanted and another one implanted with the same diopter. Through follow-up we learned that the lens was explanted due to a defect in the haptics and that it was removed and replaced on the same day. No further details provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: implant date does not apply because the lens was removed during the same procedure. Explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.